Event description:
It was reported by the customer during a breast biopsy the customer had difficulty deploying a marker. They changed markers and after deploying the marker the physician noticed the tip had broken off inside the pt's breast. The physician was able to retrieve the marker. The marker was discarded.

Manufacturer narrative:
The device was not returned and not available for analysis. The doctor was able to retrieve the tip from the breast. No other info was provided when the user facility was contacted except the pt was doing fine. The instructions for use is included in the carton packing and lists step by step directions on the correct method of use. Under instructions section of the insert, one of the caution statements reads "do not insert beyond the appropriate band or tip damage may occur." Under warnings in instructions, it states "failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear."